Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Gds system was returned with the fi test da board and o2 valve solenoid installed was tested and no failures were identified.

Event description:
Service technician found that the airflow as out of specification. The device was not in service when the reported event occurred.